Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
A 2.9mm cannulated drill failed during a surgery although most of the fragments were collected, post-op x-ray showed in that there was one fragment felt in the pt.